Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (not functioning properly) has been confirmed. As received, the battery charger/modem was resetting. Upon evaluation, the charger/modem exhibited a flash memory failure at bga components u102 and u105 on the c/a board. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor returned charger sn (B)(4) and reported that the charger was not functioning properly.

Manufacturer narrative:
Follow-up report - additional information (07/10/2017): device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires/damaged cable) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt. Device manufacture date: charger sn (B)(4): 11/4/2013. Belt sn (B)(4): 10/20/2010. Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (not functioning properly) has been confirmed. As received, the battery charger/modem was resetting. Upon evaluation, the charger/modem exhibited a flash memory failure at bga components u102 and u105 on the c/a board. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the defective charger.

Event description:
Follow-up report - additional information (07/01/2017): in addition to returning a patient's charger sn (B)(4), the distributor returned the patient's electrode belt sn (B)(4). It was reported that the electrode belt had damaged cables. A us distributor returned charger sn (B)(4) and reported that the charger was not functioning properly.